Event description:
It is reported that the device was implanted approximately 23 years ago and that the patient was revised in 2009, due to a peri-prosthetic fracture of the proximal femur.

Manufacturer narrative:
Evaluation summary: the stem implanted had a potential in vivo field age of 23 years. Information regarding event leading to fracture (fall, walking, etc.) Was not given. Possibly the patient fell causing the periprosthetic fracture of the proximal femur. However, since no product was returned and no x-rays were provided, the exact cause cannot be determined. Evaluation: no product was returned. Review of the device history records was not possible for the stem as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be requested. Zimmer, inc. Considers the investigation closed.